Event description:
Pump stopped delivering insulin due to a suspected blockage even after several units were administered with a new site. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up at the time of reporting, and no further corrective actions were taken.